Manufacturer narrative:
It was reported that on (B)(6) 2026, "I was using the product for mobility in home due to non-weight bearing for broken tibia/fibula on left leg. While moving through home into kitchen area, right front wheel fell off. This caused me to fall forward with my head hitting granite countertop on island and thereafter falling into floor leaving head in bruising and swelling. Did not seek medical attention." Customer stated, "had husband help me out of the floor and applied ice pack to head" and reported "a bruise on the front right scalp." No follow up care, medical intervention or treatment was required. User reported a "small bruise still remains and hair is tender to comb". No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026, "I was using the product for mobility in home due to non-weight bearing for broken tibia/fibula on left leg. While moving through home into kitchen area, right front wheel fell off. This caused me to fall forward with my head hitting granite countertop on island and thereafter falling into floor leaving head in bruising and swelling. Did not seek medical attention".